Event description:
It was reported that the patient received a vibratory alert for hvli out of range however, nothing was plotted on trend. Variable reading in rv threshold and r wave sensing were observed. Svc coil switched off and all reading were satisfactory.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.